Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the loading process. Reportedly, the user was able to load a new cartridge and resume insulin delivery successfully. Blood glucose level was not affected.